Event description:
The customer reported approximately two (2) milliliters of diluent leaked from the probe area during system startup involving coulter act diff 12 analyzer. The customer replaced the probe wipe block and flushed the probe, but the fluid leak persisted during a repeated startup. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the incident. Patient results were not generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The customer has an exposure risk management plan at the facility. The field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) reported the area under the probe was slightly moist. After completing system startup, the fse replaced the probe wipe due to the persistence fluid leak. The fse checked the solenoids related to the probe wipe operation, lv10 and lv11, and discovered solenoid lv11 had been damaged, allowing diluent to run through even when in the closed position. The fse replaced solenoid lv11 and vic chamber, and verified solenoid lv10 operation. The fse adjusted the travel of the plunger to verify proper closure of diluent pathway and resolved the fluid leak issue. The fse noticed white blood cell (wbc) chamber was failing startup and discovered the electrode was damaged during cleaning procedure through telephone troubleshooting. The fse straightened the electrode and cleaned the chamber with alcohol solution. The fse performed latex calibration and startup passed. The fse performed system test and made necessary calibration adjustments. All controls were within specification. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).